Event description:
It was reported that pump issued recurring cartridge alarms during use, and caller was unable to successfully load cartridge and resume insulin therapy even after following proper loading steps. There was no adverse impact to the customer¿s blood glucose level. Caller switched to multiple daily injections as backup insulin therapy, technical support arranged shipment of replacement pump.